Manufacturer narrative:
H.6 investigation summary: two samples were received by our quality team for evaluation. Upon visual inspection, a cut across the top web packaging was observed; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the possible root cause could be at primary packaging. During the in-process inspection by production technician and qa associates, there was a safety knife used to cut the shipper carton tape and carry out the inspection for blister packages. During the process, the knife might be have cut the top web and the associates were not aware of the affected unit blister package. The non-conformance could have been escapees and re-taped after inspection resulting it to move on to the next process and got packaged. Also, there is a possibility the cut on the top web could have been done by the user during carton box opening. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd plastipak¿ syringe with luer-lok¿ tip there was an issue with packaging. The packaging was damaged. 10 packages had this issue. The following information was provided by the initial reporter: sterile packaging for syringes was damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringe with luer-lok¿ tip there was an issue with packaging. The packaging was damaged. 10 packages had this issue. The following information was provided by the initial reporter: sterile packaging for syringes was damaged.